Event description:
It has been reported by a dealer that the locking mechanism on a p429/2 rollator is not holding up the device. The device is continually coming loose and trying to fold up while the end user is walking.